Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 months post implant of this 38mm mitral annuloplasty band it was explanted and replaced with a mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement of this 38 mm mitral annuloplasty band was due to mitral regurgitation. It was replaced with a non medtronic bioprosthetic valve. No additional adverse patient effects were reported.  A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.